Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a foreign material trash in the wound drain.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original packaging), channel drain. Visual inspection of the sample noted foreign material measuring .06mm2 and located inside the packaging. This is within specification per (B)(4) rev.21 which states "product must be clean and free from oil or grease or loose foreign matter in excess of an aggregate total of 0.6mm²". No root cause could be found because the reported event was unconfirmed. Per (B)(4) revision 28, as the reported event is unconfirmed, a labeling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a foreign material trash in the wound drain. Per follow up information received via ibc on 11apr2025, customer confirmed that no patient involvement.